Event description:
An IV tubing had a small leak at the diaphragm of the tubing.

Event description:
A sample was not returned for evaluation nor did provide a catalog number or lot number. Therefore a complete investigation could not be performed.